Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons.

Manufacturer narrative:
(B)(4). D10: unknown 54mm trilogy liner unknown. Unknown stem unknown. Unknown head unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, g3, g6, h2, h6, h10. Visual examination of the provided picture identified explanted devices, liner is fractured along the hi-wall. Bio-debris present. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause of the reported metallosis could not be determined. However, it was noted that a smith and nephew stem was utilized with zimmer biomet components and this would be considered off label use. It's unknown if the use of the competitor head caused or contributed to the reported metallosis. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to metallosis. A zimmer biomet trabecular cup and smith and nephew stem were insitu and exchanged.